Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level remained between 54-500 mg/dl, within a normal range, so there was no adverse impact. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, and wait to resume insulin delivery. Initially, insulin delivery did not resume, but after further instructions and letting the pump dry, normal operation resumed. Technical support provided tips to prevent future altitude alarms and arranged for a cartridge replacement.